Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. The patient reported that she is going to need to have a revision done due to a lot of weight loss which caused her ins to protrude out. The patient stated that it hurts a little and if she leans back it can get caught on the counter. The patient stated that this issue started in the beginning of 2018. No further complications were anticipated/reported.